Event description:
It was reported that on interrogation there were short interval counts (sic) likely due to intermittent t-wave oversensing (twos) on the right ventricular (rv) lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274drg implantable cardioverter defibrillator (ICD) (B)(6) 2011. (B)(4).